Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9th september 2024, it was reported by an arthrex employee via email that an ar-3638, fibertak, had a frayed suture preventing passage of suture through the anchor. This was detected during a stabilisation procedure on (B)(6) 2024. Procedure was completed successfully with no patient harm by retrieving the original ar-3638 and using another ar-3638 instead.